Event description:
It was reported by the reported that (1) tx30g was used during a appendectomy procedure. It was reported by the rep that the surgeon fired a tx30g across the meso appendix during an appendectomy. After firing the instrument and cutting across the tissue, the surgeon removed the instrument and discovered that the instrument did not fire any staples. The surgeon finished by suturing the tissue where the staple line should have been.